Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath and chest discomfort. Upon interrogation, it was noted the right ventricular (rv) lead exhibited intermittent undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.